Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels and ketones were present. The cause of the high bg was not known. Insulin injections and boluses via the pump were used to address the bg level. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. At the time of the report, the bg had declined to 144 mg/dl.